Event description:
Boston scientific received information that the patient with this device and right ventricular lead was admitted to the hospital after experiencing dizziness and near syncopal episodes. Loss of ventricular capture was seen in telemetry. The local boston scientific field representative reported that the system had high threshold measurements and normal sensing and impedance measurements. The patient underwent a device replacement procedure where the device was explanted and replaced. The lead was surgically abandoned and a new lead was implanted. There were no additional adverse patient effects reported. The device is to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.